Event description:
It was reported that during a sigmoid procedure, the device stapled, but partially cut. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.